Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged power issue began 8 days prior to contacting lfs. The patient informed the csr that she manages her diabetes with a fixed dose of insulin (10 units of nph; 5 units of regular insulin) and oral medication (glibenclamide, one pill in the morning and one pill in the night). The patient claimed she took her regular dose of insulin when she was unable to test due to the alleged meter issue. The patient reported that on (B)(6) 2016 at 7:00am she became "unwell" and developed symptoms of "headache and was extremely thirsty". During the follow-up call, the patient confirmed obtaining results of "300 and 350 mg/dl on an unspecified device while symptomatic and claimed she treated herself with 5 units of regular insulin and 10 units of nph insulin. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that the correct test strips were being used for testing and based on the information provided, the battery did not need replacing. The csr confirmed that the patient was unable to turn the meter on manually when the power button was pressed or when a test strip was inserted. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.